Manufacturer narrative:
Upon completion of the device evaluation by a field service representative, it was found that the device had no defect and the alleged complaint could not be recreated or duplicated. No parts were replaced and the unit was returned to service. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.

Event description:
It was reported that the casters would not roll. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the casters would not roll. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.